Event description:
Litigation alleges as a result of the implantation with the asr hip implants patient suffered pain and suffering, disability, physical impairment, disfigurement, excessive levels of chromium and cobalt and the loss of the capacity for the enjoyment of life.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(6) 2017. Litigation received. Litigation alleges that the patient had a revision on (B)(6) 2016 on left hip. Patient alleges high cobalt and chromium level. The stem and sleeve were added. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(6) reason for original complaint ¿ litigation alleges as a result of the implantation with the asr hip implants patient suffered pain and suffering, disability, physical impairment, disfigurement, excessive levels of chromium and cobalt and the loss of the capacity for the enjoyment of life. Patient is bilateral the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4)no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.